Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6011361 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6011361 was manufactured according to the[?]wi 4902100 version 82, packaged in the machine m 12, on 31/jan/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/jul/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an health care provider or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level and symptoms e.g., moderate to large ketones, nausea, vomiting, abdominal pain, confusion) and lot 6011361 and other 1 complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient was admitted to the hospital on (B)(6) 2025, at 8 pm, with the stay lasting more than 24 hours. Upon admission, the patient's blood glucose level was critically high at 800 mg/dl. The patient presented with a range of symptoms including confusion, fatigue and weakness, altered vision, pain and cramps in the extremities, and increased thirst. The primary reasons for hospitalization were diagnosed as diabetic ketoacidosis (dka) and severely elevated blood glucose levels. During the hospital stay, treatment was administered via intravenous (IV) drip to manage the patient's condition. No further information available.